Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contained the folfusor device which suggested leak. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked within the sealed overpouch. The issue was noticed before removing the device from inner bag. The device was filled with 3220mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. There was no patient involvement. No additional information is available.